Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen needle 32x4 asia xtw was damaged and had no flow. This occurred on 32 occasions. The following information was provided by the initial reporter: customer claims the back-end of the needle is too short to pierce the rubber of the vial in the pen device. Customer has purchased the bd 4mm twice and has experienced this problem, resulting in no flow of medication from the pen device through the needle.